Manufacturer narrative:
Physio-control received the customer's device and, based on the report of a burnt odor, opened the device for a visual examination. During the examination, physio observed significant damage to the therapy pcb assembly at the location of two diodes, designators cr44 and cr30. Due to the extent of the damage on the therapy pcb assembly, physio was unable to test the device further. Physio then replaced the therapy pcb assembly which resolved the reported issue and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present, as well as a burnt odor. The customer further advised that when he attempted to test the device that it would charge, but not shock, when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Due to the significant damage to the removed therapy pcb assembly, physio-control was limited to a visual inspection and limited continuity measurements of the assembly. Physio was able to determined that the likely cause of the reported issue was an electrically overstressed diode, designator cr44, on the therapy pcb assembly.